Manufacturer narrative:
The valve was not returned, therefore a visual inspection, functional testing, dimensional testing. No imagery returned therefore no imaging evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history was performed. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review was not required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2016) and there is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, no further action is needed. The complaint for post implantation stenosis was unable to be confirmed due to unavailable of medical record and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (outofround configuration), trauma (cardiapulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the 23mm sapien 3 valve failed approximately 6years 3months post procedure due to stenosis. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Event description:
As reported, the 23mm sapien 3 valve failed approximately 6years 3months post procedure due to stenosis. A valve in valve (viv) procedure was done.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.